Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a melted tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed between bipolar instruments during tissue coagulation and hemostasis. The surgeon believes the thermal damage resulted from this sparking. No patient injury occurred, and the instrument did not collide with another energy device. The issue was identified during the last surgical procedure while the instrument was engaged on the system and was resolved by replacing the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.